Manufacturer narrative:
H11: this complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event is a duplicate of the same event reported under 1020279-2023-00919 (internal complaint reference: (B)(4)). Smith and nephew considers (B)(4) (current MDR report) as closed. The investigation results for this event have been already disclosed under MDR report 1020279-2023-00919.

Event description:
It was reported that, during tka surgery, one (1) r3 offset impactor tip broke while inserting the cup into the patients acetabulum. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).